Manufacturer narrative:
Nothing is being returned for evaluation; the facility discarded the complaint device. No lot number was supplied, which precludes conducting a batch record review to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Per phone follow up conversation with the mitek rep, the rep states that the device is around 3 years old and has seen some use. Outside of associating the device failure to fair wear and tear through age/usage we cannot discern a root or underlying cause for the device's failure. At this point in time, no further action is warranted, however, this file will remain receptive to any potential future information received that is relative and germane to this issue. Also, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
Our rep is reporting to us that during an arthroscopic shoulder repair, the surgeon noted that a portion of the distal tip of a lupine dove tail drill guide broke off into the patient's joint space. The fragment was easily retrieved and the procedure was concluded successfully without further issue or harm to the patient. The complaint device was discarded at the user facility.